Manufacturer narrative:
The product was discarded, therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation procedure with an ez steer non-navigational ds catheter and suffered a cardiac tamponade and death. Post-procedure, a tamponade was detected. There is no information regarding intervention. Patient expired while in the recovery room. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event resulted in the patient¿s death, it is MDR reportable.